Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 450 mg/dl. The customer declined to troubleshoot for high blood glucose levels due to not being connected to the device. The product was not returned for analysis.